Event description:
Boston scientific received information that this caller was inquiring about monitor only zone programming and detection enhancements. This patient has monitor only zone on and had a no therapy attempt in vt-1 for a rhythm that could supraventrcular tachycardia (svt) or ventricular tachycardia (vt) and then the rate increased to the vt zone and anti-tachy pacing therapy (atp) was provided. The caller stated that the rhythm was correlated. Additionally, some atrial farfield oversensing was noted and the caller was inquiring about blanking periods.

Manufacturer narrative:
A boston scientific technical services consultant discussed monitor only zone programming, blanking periods and smart programming which is currently on. The caller stated they will adjust the programming to see if the sensing issues decrease. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.